Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device not returned.

Event description:
Approximately four and a half months after implant, on (B)(6) 2014, this patient's pump showed a drop in flow followed by increasing power and ultimately high watts alarms. There were no signs of hemolysis until (B)(6) 2014 when there was a sudden increase in free hemoglobin. The patient subsequently underwent a pump exchange and thrombus was identified within the explanted pump.

Manufacturer narrative:
Additional information receives indicates that the explanted pump was examined by the facility. Examination of the pump showed an occluded thrombus in the inflow of the pump which reached into the flow channels of the rotor. The manufacturer received pictures of the explanted device showing the thrombus but did not receive the device itself. The heartware vad is used for treatment not diagnosis. The involved hvad® pump was explanted from the patient but was not returned for analysis. Review of the manufacturing documentation confirmed that hvad® pump (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the "high watts" and "low flow" events that correlate to the reported event. Analysis of the device revealed that the device met specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with low flow and high power are most often attributed to thrombus from native circulation, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause of the reported event cannot be conclusively determined; however, based on the images received from the clinical site, it was confirmed that thrombus was evident in the pump. With review of the available clinical information and controller logs, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.